Manufacturer narrative:
Additional information added to: g3. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was an unspecified over infusion. The customer stated that there was no patient harm reported and will not provide any other additional event details or send the devices in for investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an unspecified over infusion. There was no other event details provided at this time.